Manufacturer narrative:
Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3000 pericardial aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration of three (3) years due to unknown reasons. The patient passed away due to unknown reasons before undergoing the tavr procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.